Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching when a loud alarm was sounded as he felt weak and dizzy. The patient saw that the pump had stopped. The site further reported that they were able to isolate the battery causing the switching. A manufacturer representative performed a power source lubrication on the battery. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The correction is for previous report sent on 2018-06-21. Product event summary: the battery ((B)(4)) was not returned for evaluation. Review of controller log files was not conducted since log files were not available for analysis. As a result, the reported power switching, pump stop, and critical battery alarm events could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements under fsca (B)(4) on june 7, 2018 to mitigate the reported conditions and the battery remains in use. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and battery. Events with critical battery alarms are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. A possible root cause of the reported pump stop may be attributed to a loss of power to the controller due to a disconnection of both power sources from the controller. The device remains with the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, or the progression of their underlying disease. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The corrected information is being sent for section b5 the description of the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching when a loud alarm was sounded as he felt weak and dizzy. The patient saw that the pump had stopped. Moreover, the site noted that the patient experienced a critical battery alarm. The site further reported that they were able to isolate the battery causing the switching. A manufacturer representative performed a power source lubrication on the battery. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.